Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. During visual inspection, blood and eschar build-up was observed in the blade channel and on the jaws of the device. During functional testing, engineering confirmed that the device passed all tests related to handle actuation. They also performed tests on the jaws and concluded that the device met all current specifications. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the event could not be determined as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: adnexectomy, then restoration of intestinal continuity after hartmann procedure. "Some seal cycles were not done properly." Additional information received from sales rep by phone on 30 may 2017: insufficient sealing after complete sealing cycle. The surgeon observed some bleeding. Incident occurred after 21 sealing cycles. Device was cleaned regularly, every 4 to 5 sealing. Device handle became difficult to action after 26 sealing cycles. The surgeon finished the procedure with the device. Additional information received from the sales rep on 8 june 2017 at 18:32 according to the surgeon, the patient is good now. Patient status: the patient seems to be in a good condition.